Event description:
Baxter product surveillance received a customer call involving product code 2l3107. The customer reported that the device was upgraded, and installed at their facility in march 2008, and one and a half months later, while the device was being used by a pt, it was observed that the device failed to deliver its contents. The pt was not given the medication. The reporter did not have info pertaining to pt injury or medical intervention. Attempts were made to request additional info. Baxter is waiting for a call back from the customer.

Manufacturer narrative:
The device was requested for eval. A follow up report will be submitted, should the device be received, and the results of the eval become available.